Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller log file reviewed by the manufacturer's technical services showed two transient low flow events on (B)(6) 2018. The first event showed a rapid decrease in flow to 0 lpm before recovering above the low flow alarm threshold about 90 seconds later. About 4 minutes after the onset of the first event, a second event occurred where the flow dropped below the low flow alarm threshold to as low as 1 lpm. This event was accompanied by an increase in power. This parameters observed may be indicative of something ingested into the rotor of the pump. All pump parameters appear normal immediately prior and immediately after the two events. No further information was provided.